Event description:
It was reported that during a diagnostic procedure, the physician was unable to cannulate the femoral artery so a successful second puncture was made to the groin and the study was performed without further difficulties. A 6f angio-seal device was deployed without incident. Three days later the pt expired. An autopsy revealed a retroperitoneal bleed from an iliac dissection 3cm below the iliac bifurcation, which led to a bowel infarct. It should be noted that the cath lab does not believe that the angio-seal was the causative factor since the device was deployed high in the iliac. However, the physician disagrees. The hosp has been contacted for additional info. As of 12/4/00 there has been no add'l info provided.